Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
Patient had a right neck fracture, underwent a index right tha on (B)(6) 2021. Patient presented with instability and dislocation of right hip. Underwent revision for instability on (B)(6) 2021. Mdm liners, and head were exchanged.